Event description:
The customer requested to have the device serviced for the fco software, calibrations, and repair. No specific allegations were made. During servicing the philips field service engineer (fse) found the display failed testing. There was no reported patient involvement/adverse patient impact.